Event description:
It was reported that the customer received a power source alert, but also stated that the pump was able to keep charging. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.